Manufacturer narrative:
No devices were returned for evaluation or disposal. The event information pertaining to this incident has been reviewed. Based on the information received, the extent to which surgical technique contributed to the csf leak cannot be ascertained nor can the cause of the reported incident be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that during a trial procedure on (B)(6) 2019 there were visual signs of a csf leak. As a result, the procedure was abandoned. The patient showed no symptoms following the procedure. The issue has since resolved.